Event description:
It was reported surgery time was extended 120 minutes.

Manufacturer narrative:
The associated complaint devices were returned and evaluated. A visual inspection confirms the stated failure. The threads on the screw extractor are stripped and the tips of the hudson bits are damaged. An evaluation performed by the research lab revealed the t-25 hudson bit fractured by ductile overload. An overload fracture can occur if the mechanical loads applied to the drill exceed the strength of the material. Damages were noted on the t-20 hudson bit and screw extractor. It was unknown if the fracture of the hudson bit was initiated in a prior surgery. A review of complaint history revealed one prior complaint for the listed batch of screw extractor, and no prior complaints for the listed batches of hudson bits. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.